Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this procedure was to treat an eccentric de novo lesion in the distal circumflex coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. After a guide wire crossed the lesion, an intravascular ultrasound was performed. Then a 3.0x15mm nc trek balloon dilatation catheter (bdc) was prepped outside of the patient anatomy, the balloon was soaked in saline and the protective sheath was removed without resistance. The 3.0x15mm nc trek bdc was advanced without resistance to the target lesion. The balloon was inflated to 15 atmospheres (atm). Then, during the second inflation, the gauge showed a drop in pressure at 15 atm so a balloon rupture was suspected. The 3.0x15mm nc trek bdc was removed from the anatomy without resistance and pre-dilatation was performed with a non-abbott vascular device. A xience alpine stent was successfully implanted to complete the procedure without any issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.